Event description:
It was reported that during a case the tip of the device broke off into the patient. The incision was enlarged to search for and remove the broken piece from patient's abdominal tissue. Patient was under a prolong anesthesia due to additional removing broken piece procedure and x-rays confirmation as the end of the procedure. The tip was discarded as it was removed from inside the patient. The procedure was prolonged by 45 to 60 minutes.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).